Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally selected the change cartridge option, and entered the load sequence and received a minimum fill notification. Reportedly, the cartridge had been loaded the day prior with approximately 100 units of insulin, and the amount of insulin remaining in the cartridge was unknown. Additionally, the contact reported drops of insulin was not observed exiting from the end of the infusion set tubing. Reportedly, a supply change was performed. There was no reported impact to the customer's blood glucose level.